Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had battery out limit alert and insulin pump had blank screen. Customer blood glucose value was unknown. The customer was assisted with troubleshooting. Customer states that they changed out insulin pump battery, then noted that, the insulin pump was beeping and had a blank screen. Customer states that they also inserted a new battery recently, but states that the battery icon has already dropped to 2 bars. Customer was also reporting that there were two alerts in alarm history that they did not remember seeing on the screen of insulin pump. Customer was able to successfully clear the alarm. Customer was going to receive a replacement of insulin pump to address the battery issues they has been experiencing. The device will be returned for analysis.